Manufacturer narrative:
A lot history review (lhr) of reaz0588 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported that patient used a PICC device (bard groshong 3fr). It was noticed that the dressing was wet, when opening it was identified that the silicone catheter was separated from the connector. It was decided to perform the repair by changing the connector.